Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a low anterior resection (lar) procedure, only half of the staples were properly stapled, while the other half were not in b-shaped. The device was replaced with a new reload of the same type.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full staple complement. The clamping mechanism was deformed. Staple pushers were flush to sub-flush with the cartridge. Evaluation noted that the reload was loaded into a representative instrument (0795). The reload was cycled without hesitation or binding and was applied to test media. Test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that during the low anterior resection (lar) procedure, only half of the staples were properly stapled, while the other half were not in b-shape. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a low anterior resection (lar) procedure, the device partially fired in which only half of the staples were fired despite attempts to fully fire the device. The device was replaced with a new reload of the same type. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.